Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the tip of the pin/screw inserter broke when trying to put a screw during the surgery. Surgical technique was followed and no parts of the instrument went into the patient. No harm to the patient occurred and it is unknown how many times the device was used. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event was originally reported under a known sentinel event; however, it was later determined that the device in the sentinel event is not same/similar to the reported device of this event. Therefore, this event is not reportable as it did not cause a serious injury and there is not a reported device that is same/similar that has caused as serious injury either.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.